Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation of the device revealed that the right atrial lead had episodes of lead noise with noise reversion. Additional information was requested but was not received.